Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci si hysterectomy procedure that the pk dissecting forceps instrument cable was broken immediately upon placement in robot arm. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.